Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was losing power intermittently. It was noted that the battery compartment was also cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2014 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were recorded. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal. The returned battery cap threads were stripped and the cap was not able to be fully secured to the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. The pump was exercised for 24 hours with no power losses occurring. The pump case was removed and no evidence of internal moisture was found. There was no damage to the power circuit observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.